Manufacturer narrative:
The device has been received for analysis, however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
This report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-02952 addresses the other device. It was reported to boston scientific corporation that two speedband superview super 7 multiple band ligators were used for an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2011. According to the complainant, during the procedure, while attempting to band a varice, the bands misfired and deployed prematurely. A second speedband device was used, but the same issue recurred. The bands were left to pass naturally. The case was completed with a third speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device revealed that the ligator head was not returned and there was residue on the portion of the device that was returned. The trip wire was partially wound around the drum on the spool and the suture had broken such that only two knots were present on the remaining length. No indentations were observed in the groove on the spool, which typically is an indication that an attempt had been made to cinch the trip wire. There was no damage to the handle or spool. Functionally, the trip wire was able to be cinched and the handle rotated and "clicked" approximately every 180 degrees of rotation without any issue. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. The reported events of "bands misfire" and "deployed prematurely" were not able to be confirmed due to the ligator head not being returned. However, based on the condition of the returned device, these failures likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-02952 addresses the other device. It was reported to boston scientific corporation that two speedband superview super 7 multiple band ligators were used for an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2011. According to the complainant, during the procedure, while attempting to band a varice, the bands misfired and deployed prematurely. A second speedband device was used, but the same issue recurred. The bands were left to pass naturally. The case was completed with a third speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.